Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that there was grommet damage and that the set screw had a rounded socket.

Event description:
It was reported that during implant, it was not possible to insert the connector into the device header because of the blocking setscrew. The device was not implanted and a new device was implanted. No patient complications have been reported as a result of this event.